Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A physician reported that duragen was used on a patient for an unspecified procedure. After the surgery, the patient developed a postoperative wound infection. X-ray showed what looked like pus accumulating. Craniotomy was performed and confirmed that it was not pus but duragen. Additional information has been requested.

Event description:
N/a.

Manufacturer narrative:
No product was returned for evaluation as it is still placed in the patient. Device history record (DHR) - review was not possible since the lot number of the product involved in the event was not provided by the customer. The unit is required to determine possible root cause, but it will not be returned for evaluation as it still in the patient. Vice president, scientific affairs integra states the following: ¿this case was an overreaction to the infection driven by the inexperience of the surgical team with duragen, both in how duragen behaves in response to an infection and also what duragen looks like in imaging scans post-implantation. Surgeons in japan have been using synthetic grafts for such a long time, and they look completely different compared to duragen in imaging studies." Based on the representative information and the lack of information from the customer, it can state that the product behavior and appearance could be considered normal. Therefore, the root cause for the infection is not related to the product performance and it could not be determined.